Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a left ventricular (lv) lead revision procedure was performed due to pocket stimulation. It was noted that the lv and lead was inspected under x-ray in the lab and found to be in good condition. The lead remained in service and no additional adverse patient effects were reported.